Event description:
It was reported that this pump was refilled with a 2000 microgram per milliliter (ml) concentration instead of the intended 500 microgram/ml. The pump was programmed to 500 microgram/ml at 46.86 micrograms per day; the flow rate was .094ml per day. The pump tubing and catheter volume was .344ml. The patient was still getting the intended dosing as it would take about 3.5 days or more for the 2000 micrograms/ml to reach the patient. The pump was to be programmed to minimum rate on the night of this report and then perform the remove system contents procedure four days later. Oral baclofen was to be ordered as back-up. Prior to the refill procedure, the patient reported being "loose". As a result, the pump dose was decreased the day of this report. It was thought that the patient was getting looser because this was a traumatic brain injury patient and those patients tend to need less and less over time. There was not concern regarding withdrawal because of the low does and the patient reporting being loose. This pump system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that on (B)(6) 2013 the pump was reduced to minimum rate and the correct concentration (500 mcg/ml) of drug was instilled in the pump. No injury was reported. It was reported that the error was noted within a few hours of the time it occurred.

Manufacturer narrative:
Concomitant medical product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).